Manufacturer narrative:
This report is filed on june 16, 2017.

Manufacturer narrative:
Correction: the previous follow-up filed had the incorrect device analysis report attached. The correct device analysis report has been attached to this report. This report is filed on june 16, 2017.

Manufacturer narrative:
This report is submitted on june 02, 2017.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, on (B)(6) 2017, the device was explanted, and the patient was reimplanted with another device during the same surgery.